Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the unit over and found fault code 63 that had occurred, the service manual states to replace the video generator board, fse provided a quote to the customer and they have responded back they are not going to repair at this time it will stay out of service. As per biomed dept they have declined to do the repairs on the touch screen at this time. Fse have not been contacted by the customer to move forward with the repair.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) touchscreen not responding.